Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge, the customer received multiple, minimum fill notifications. In addition, the customer reported loading a cartridge with 240 units of insulin, and the insulin gauge displayed 60 units of insulin remaining in the cartridge. There was no reported impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.